Event description:
It was reported that the implant broke as the surgeon was about to implant it in the patient.

Manufacturer narrative:
Product has been returned to the manufacturer. Device evaluation anticipated, but not yet begun.